Event description:
It was reported that the patient was experiencing itching at the implantable pulse generator (ipg) site. The physician prescribed hydrocortisone cream.

Event description:
It was reported that the patient was experiencing itching at the implantable pulse generator (ipg) site. The physician prescribed hydrocortisone cream. Additional information was received that the patient was experiencing discomfort at the anchor site due to weight loss. The patient underwent a procedure wherein the anchors were placed deeper and the ipg was replaced due to more advanced programming. The patient was doing well postoperatively and the explanted ipg will not be returned as it was discarded by the facility.

Manufacturer narrative:
Report submission for correction to field d4: unique identifier (UDI).

Event description:
It was reported that the patient was experiencing itching at the implantable pulse generator (ipg) site. The physician prescribed hydrocortisone cream. Additional information was received that the patient was experiencing discomfort at the anchor site due to weight loss. The patient underwent a procedure wherein the anchors were placed deeper and the ipg was replaced due to more advanced programming. The patient was doing well postoperatively and the explanted ipg will not be returned.